Event description:
(B)(4). It started in (B)(6) of 2013 and has only gotten worse over time....still having problems today ((B)(4), 2014). I have my periods every 2 weeks...they are very heavy and last for 10-14 days...passing clots....severe abdominal and pelvic pain, severe lower back pain, bloating, extreme fatigue, seizures, black outs, unexplained weight gain, massive swelling of legs and feet, difficulty in losing weight, memory loss, confusion, brain fog.